Manufacturer narrative:
It was determined that the incorrect DHR was reviewed for the previous submission. A DHR of reworked implants from the involved lot was reviewed. However, the product invovled in this complaint was never reworked. The correct DHR was received from the mciroport, the manufacturer of the implant, on april 26, 2021. Review of that DHR found that there were no nonconformances that would have contributed to this complaint. However, the root cause was still unable to be definitively determined.

Event description:
A 39-year-old female patient underwent a revision surgery on (B)(6) 2021 performed by dr. (B)(6) due to the patient's femur dislocating from her pelvis. The patient had a femoral head component placed during her primary eleos surgery. It was replaced during a revision surgery along with an acetabular liner that was not manufactured by onkos. No other components were replaced. It is unknown whether a trauma occurred prior to the failure.

Manufacturer narrative:
The root cause for the patient's femur dislocating was unable to be determined. The patient's medical history is unknown. It is unknown if the patient sustained a trauma prior to the failure. Based on review of the device history records and sterilization batch release records, it was concluded that the failure was not associated with the manufacture or the sterilization of the implants or a nonconformance.

Event description:
A (B)(6) female patient underwent a revision surgery on (B)(6) 2021 performed by dr. (B)(6) due to the patient's femur dislocating from her pelvis. The patient had a femoral head component placed during her primary eleos surgery. It was replaced during a revision surgery along with an acetabular liner that was not manufactured by onkos. No other components were replaced. It is unknown whether a trauma occurred prior to the failure.